Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag qualitative ii results on one patient. The following results provided were from multiple tubes on same patient: on 23may2022. Sid (B)(6) =454.34 s/co (> or = 1.00 s/co=reactive); c2=1.01 (> or = 0.70 s/co); %neutralization=93.4% (> or = 50%=confirmed positive)/ serum bank specimen for same patient hbsag = 0.22 s/co biomnis specialized laboratory on architect=negative (no actual results provided) redrawn and repeated patient on (B)(6) 2022=0.24 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect hbsag qualitative ii reagent, lot 35502fn00. Trending review determined no adverse trend for the issue for the product. The ticket search determined that there is normal complaint activity for the likely cause lot. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Historical performance of the architect hbsag qualitative ii assay was evaluated using worldwide data from abbottlink. The number of standard deviations to the cut-off and the median of the negative populations for the lots are within the established limits and within the historical range of all other reagents lot numbers. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the architect hbsag qualitative ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii reagent, lot 35502fn00.

Event description:
The customer observed false reactive architect hbsag qualitative ii results on one patient. The following results provided were from multiple tubes on same patient: on (B)(6) 2022 sid (B)(6)=454.34 s/co (> or = 1.00 s/co=reactive); c2=1.01 (> or = 0.70 s/co); %neutralization=93.4% (> or = 50%=confirmed positive)/ serum bank specimen for same patient hbsag = 0.22 s/co biomnis specialized laboratory on architect=negative (no actual results provided) redrawn and repeated patient on (B)(6) 2022=0.24 s/co there was no reported impact to patient management.